Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) was a result of the reported slda as the mr returned to grade 3-4 after the slda occurred. The reported dypsnea and fatigue were related to the reported slda. Mr and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment/slda) and increasing mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted bi-leaflet restriction. On (B)(6) 2021, one clip was successfully deployed, reducing mr to 2. Then on (B)(6) 2021, the patient returned for follow up and reported feeling fatigue with shortness of breath. Imaging revealed that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 3-4. Additional treatment was not performed and the next course of action is currently under hospital review. The patient was sent home. No additional information was provided.